Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =the device was received and evaluated at the service center. Neither the fault reported by the customer that the device had suction failure could be verified nor another fault was found upon evaluation. The device was tested and found to be fully functional. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/12/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/12/2020 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via email that during an unknown procedure, there was pump suction failure (right suction roller) on the fms vue pump-shaver box. No consequence on the patient. There was a 2 min delay. A spare device was used to complete the procedure. No further information available.